Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear plastic ring by reservoir had came off. The customer's blood glucose level was 10.9 mmol/l. The customer was assisted with the troubleshooting. It was also stated that the reservoir was unable to lock into place. The insulin pump will not be returned for the analysis.